Manufacturer narrative:
Device identifier was not provided; device discarded. Based on information provided, it cannot be determined when the foreign body alleged to be v.a.c.® whitefoam¿ dressing was placed in the wound. The foreign material was not returned to kci for identification; therefore, kci is unable to confirm its identity. This event is being reported as a potential user error. Device labeling available in print and online states: dressing changes wounds being treated with the v.a.c.® therapy system should be monitored on a regular basis. In a monitored, non-infected wound, v.a.c.® dressings should be changed every 48-72 hours, but no less than 3 times a week, with frequency adjusted by the clinician as appropriate. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed more often than 48-72 hours; the dressing changing intervals should be based on a continuing evaluation of the wound condition and the patient's clinical presentation, rather than a fixed schedule. Foam removal: v.a.c.® foam dressings are not bioabsorbable. Always count the total number of pieces of foam removed from the wound and ensure the same number of foam pieces are removed as were placed. Foam left in the wound for greater that the recommended time period may foster ingrowth of tissue into the foam, create difficulty in removing the foam from the wound or lead to infection or other adverse events. If dressing adheres to wound consider introducing sterile water or normal saline into the dressing, waiting 15 - 30 minutes, then gently removing the dressing from the wound. Regardless of treatment modality, disruption of the new granulation tissue during any dressing change may result in bleeding at the wound site. Minor bleeding may be observed and considered expected. However, patients with increased risk of bleeding, as described on page 8, have a potential for more serious bleeding from the wound site. As a precautionary step, consider using v.a.c.® whitefoam¿ dressings or nonadherent material underneath the v.a.c.® granufoam¿ dressings to help minimize the potential for bleeding at dressing removal in these patients.

Event description:
On 07-jul-2020, the following information was reported to kci by the hospital nurse: on (B)(6) 2019, a (B)(6) male underwent a re-exploration and repair of a mycotic right femoral pseudoaneurysm. On (B)(6) 2019, v.a.c.® therapy was applied. On (B)(6) 2019, the patient underwent a re-exploration of his right groin wound, and a foreign material alleged to be v.a.c.® whitefoam¿ dressing was removed. On 08-jul- 2020, the following information was reported to kci by the distributor: the dressing lot number was not retained, and the unit type is "possibly either an infov.a.c.¿ therapy system or an activ.a.c.¿ therapy system." No additional information is available. On 08-jul-2020, the distributor confirmed the v.a.c.® whitefoam¿ dressing lot number was not retained, and the product was not returned. Therefore, a device history review and device evaluation could not be performed.